Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. Motor passed motor test. Unit had scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.